Event description:
Patient reported surgical reoperation due to "capsular contracture," baker grade unknown. Patient also reported ¿a lump or thickening in or near the breast or in the underarm area" and "nipple discharge." Device has been explanted. This record is for the right side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d9, h3, h6 device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ anxiety-product/procedure: unable to observe as it is a medical event not related to the device. ¿ capsular contracture: unable to observe as it is a medical event not related to the device. ¿ lump/nodule: unable to observe as it is a medical event not related to the device. ¿ nipple discharge: unable to observe as it is a medical event not related to the device. Additional observations: ¿ observed deformation on the device. ¿ observed creases on the device. ¿ observed wear abrasion on the device.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Information contained in this report was previously submitted through psr on 01/22/2015 reason for reoperation: capsular contracture baker grade unknown.

Event description:
Patient reported surgical reoperation due to "capsular contracture," baker grade unknown. Patient also reported ¿a lump or thickening in or near the breast or in the underarm area" and "nipple discharge." Device has been explanted. This record is for the right side.